Manufacturer narrative:
(B)(4). Concomitant medical products: item# 0202161042, item name: bi-threaded screw 5.0 mm diameter 42 mm length warning: this device is not approved for screw attachment or fixation, lot/software release# 62321980; item# 0202161038, item name: bi-threaded screw 5.0 mm diameter 38 mm length warning: this device is not approved for screw attachment or fixation, lot/software release# 62408883; item# 0202161038, item name: bi-threaded screw 5.0 mm diameter 38 mm length warning: this device is not approved for screw attachment or fixation, lot/software release# 62348706; item# 0202161048, item name: bi-threaded screw 5.0 mm diameter 48 mm length warning: this device is not approved for screw attachment or fixation, lot/software release# 62330468. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -01030, 0001822565 -2019 -01033, 0001822565 -2019 -01034, 0001822565 -2019 -01035. Product remains implanted.

Event description:
It was reported that the implant screw broke during patient's recovery. The screw bodies remained in bone. No further information was available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of radiographs. Radiographs were provided review of the available records identified the following: fractures of 3 of the 5 proximal fixation screws along the long lateral femoral fixation plate with subsequent fracture of the two remaining proximal screws and lateral displacement of the proximal aspect of the plate. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient has open reduction and internal fixation of the distal femur using plates and screws. Subsequently, during the follow up visit it was noted form the x-rays the implant screws broke during patient's recovery from the plate. It was indicated the surgeon want to remove the screw heads and the plate but retain the screw body inside the patient's bone and fracture was not healed. The contributing condition to the failure was reported as hip injury post operative. No further information was available.